Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Current control there is a functional test on blood escape time (bet) to detect septum leakage and in-process inspection to check on the septum slit quality.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc blood leaks out of control plug. It was reported by the customer that leaking from the cathena valve instantly/blood leaking either through the septum where the spring is or leaking from where the needle comes out from the hub when safety is activated. Verbatim: leaking from the cathena valve instantly/blood leaking either through the septum where the spring is or leaking from where the needle comes out from the hub when safety is activated. Multiple events with both training needles on the wet arm training tools and reports from nurses placing pivs with no blood return.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.